Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon attempting the cybersecurity upgrade, the pacemaker was found to be in back-up vvi. The device was successfully restored and the patient was asymptomatic throughout.